Event description:
Discordant, falsely elevated troponin I ultra results were obtained when run in duplicate on one patient sample upon repeat testing on an advia centaur instrument. The discordant results were not reported to the physician(s). The same sample was originally tested on the same instrument, resulting lower. The sample was repeated again on the same instrument, also resulting lower and matching the original result. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin I ultra results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc specialist offered to dispatch service to the customer site, but the customer declined. The customer had not obtained any further discordant results. The cause of the discordant, falsely elevated troponin I ultra results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.